Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was in the range of 600 mg/dl. Customer was treated with manual injection for high blood glucose. Customer stated that insulin pump was quit working and threw insulin away. Customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.